Manufacturer narrative:
A CAPA was initiated and design changes will be implemented in order to improve resistance to bending force and provide a gripping location to dissipate the excessive force applied during the use of this product. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Lot number was not provided; therefore, review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint due to the positive pressure the heart and the ventilator places on the lines, blood will be pushed out into the system if a break were to occur. Therefore, a natural flow of gas into the patient body is possible, but unlikely. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the thermistor manifold was found broken before use in a patient. There was no allegation of patient injury. The device was not available for evaluation as it was used in a covid-19 patient. Patient demographics were unable to be obtained

Manufacturer narrative:
One picture which was provided by the customer was reviewed. The reported event of manifold broken was confirmed. The male luer of the t-connector, with swabbable luer sites, of volumeview manifold had been broken. The cross surface of broken luer were rough and uneven. Since the device was not returned, no corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.